Event description:
It was reported that the rechargeable battery malfunctioned and the canister reportedly exploded (specific date not reported) and the patient experienced third degree burns. Replacement equipment was sent to the patient. Additional information has been requested but has not been made available as of the date of this report.